Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and mildly calcified vessel. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for pre-dilation. However, during the first inflation at 7 atmospheres for 4 seconds, the balloon ruptured. When checked under fluoroscopy, contrast media was found to be leaking. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon was unfolded and had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a pinhole leak 4mm proximal to the proximal edge of the distal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and mildly calcified vessel. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for pre-dilation. However, during the first inflation at 7 atmospheres for 4 seconds, the balloon ruptured. When checked under fluoroscopy, contrast media was found to be leaking. The procedure was completed with another of the same device. No patient complications were reported.